Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2022-00529.

Event description:
As reported, approximately twelve years post left tka, the (B)(6) female patient's poly failed over time. During surgery, a piece of the trial broke off but was retrieved. There were no parts or pieces that fell into wound site. Implant was removed and replaced with 15mm implant, but was deemed too tight so it was removed and downsized to a 13mm ps poly implant. There was no surgical delay/prolongation. Patient deemed stable. Patient was last known to be in stable condition following the event. Provided images show the tibial insert has fractured.

Manufacturer narrative:
The revision reported may have been the result of malalignment of the femoral component relative to the tibial components, which may have led to greater forces being applied to the lateral side of the tibial spine and medial portion of the insert and resulted in ultimate fracture of the device. However, this cannot be confirmed as the device was not returned and pre-revision x-rays were unable to be obtained. The most probable root cause associated with the reported event of "prosthesis fracture¿ is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2022-00529 and 1038671-2022-00530.